Event description:
It was reported that the ventilator was alarming while connected to a pt but there was no alarm at the nurse call station. They had heard the alarm coming from the pt's room. No pt harm reported.

Manufacturer narrative:
Na